Manufacturer narrative:
B3: event date ¿ this event occurred on an unspecified date in december 2025. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connector on an unspecified access set had broken off which resulted in air entering the set and a fluid leak. It was observed that fluid fluid was dripping from the luer lock under the pump and the tubing after the luer lock and all the way to the patient was full of air bubbles. The luer lock had broken off (leaving the luer lock open) after disconnecting another set which had been y sited in. To resolve this issue, a new set was connected and no issues were observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.